Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a bubble was noticed during corneal flap creation. Treatment was completed with the bubble present. When the surgeon started to lift the flap she was unable to in the area of the bubble and in another area on the flap. A blade was used to lift the flap and excimer treatment was completed.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).